Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. The device is discarded and will not be returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during endoscopic retrograde cholangiopancreatography (ercp) procedure the device inner seal did not provide sufficient barrier for liquid and there was air loss from the endoscope biopsy port. The device poured out bile and would not hold the carbon-dioxide and was leaking. The procedure was completed by replacing with another device. There was no patient injury and patient information will not be provided. There was no damage or abnormalities noted on the device.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The physical evaluation of the device cannot be performed as the customer is not returning device and no pictures have been provided. Olympus will continue to monitor complaints for this device.